Manufacturer narrative:
UDI - (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the long attachment device was generating heat from a loose/bad bearing inside the attachment device. The reporter stated that ¿if you were to look down the attachment, you could see the loose bearing¿. It was reported that there was no delay in the procedure as the same device was used to successfully complete the procedure. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in the last week of (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. The device was evaluated and the attachment was within allowable temperature of 118°f (actual temperature reported was 95°f). Therefore, the reported condition that the device was generating heat from loose bearings inside the attachment was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.